Event description:
It was reported that a malfunction had occurred, a pt was sent home for a 5 day infusion, upon return 5 days later it was discovered that no infusion had taken place. There were no reports of any adverse pt events associated with this malfunction.